Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels in the 300's mg/dl range. Bg level was addressed by performing supply changes, delivering correction boluses via the pump and administering manual injections. Reportedly, the customer's bg levels stabilized once cartridges from a different lot number were loaded onto the pump. No damage or issues were noted to any of the cartridge in use. Tandem technical support educated the customer in common causes of elevated bg levels.